Event description:
A pt's family member called lfs alleging the pt surestep enhanced meter would only prompt error messages. The customer service representative described the meter as not going past the insert strip icon and only making a beeping noise. The last reading obtained on the meter was a 160 mg/dl. The pt had contacted a medical professional for advice; however, no other treatment was sought. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the family member, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.